Event description:
No additional information received from customer.

Manufacturer narrative:
The device was not returned to olympus for inspection, field service engineer went to the facility and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: disconnection of communication cables led to scope error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device received a e315 error at installation. There were no reports of patient involvement.